Event description:
Customer was increasing insulin based on high blood glucose results. Customer tested blood glucose and receive a result of 428mg/dl and took 40 units of insulin. Three hours later retested with a result of 268mg/dl. They took more insulin and went to the hospital where they tested and received a result of 35mg/dl. The customer was given a IV and sugar. They were admitted into the hospital. A request was made for the return of the suspect device and replacement product was sent.